Event description:
On (B)(6), 2010, this pt underwent an elephant trunk procedure using vascular grafts to treat an aortic aneurysm from the ascending arch. The physician intended on treating the pt with gore tag thoracic endoprostheses at a later time. On (B)(6), 2010, this pt underwent the second stage of treatment whereby two gore tag thoracic endoprostheses were implanted into the vascular graft that was previously implanted. Final imaging showed evidence of a distal type I endoleak originating from the distally implanted tag device; however, the physician elected to monitor the endoleak. On (B)(6), 2010, an additional procedure occurred whereby a gore tag thoracic prosthesis was implanted to treat the distal type I endoleak. Final imaging showed resolution of the endoleak, and the pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.